Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient called to report they are having issue with battery of the controller keeps dying before implant battery is fully charge and also they got rm02 message on the controller. Patient mentioned they have reset the controller a few times. Patient mentioned they charge 3x a day. Agent had the patient reset the controller. Patient confirmed no visible damage found on the controller and recharger. Patient cleaned the gold pins of the recharger and controller port. Agent had the patient start charging session. Patient confirmed implant battery is at 30% and controller battery is at 100%. Patient confirm implant charging at an excellent quality. Agent advised the patient to monitor charging implant. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned they feel a zap when turning on stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported, in response to the cause of feeling a "zap" when turning on stimulation, that they didn't remember exactly why they called. They thought it just froze and they couldn't get it to work. However, they knew it wasn't because they felt a "zap" when they turned it on.